Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. The 4 replacement 15a fuses shipped to site 07/05/2016. The suspect 15a fuse was discarded at the site and will not be returned to manufacturer for analysis. On 07/07/2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced 15a fuse. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system mobile view station (mvs) that was not powered. The green led was not on, mvs and imaging system were not working. In trouble-shooting, different power plugs were used, however, issue was not resolved. No further details regarding this behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The din rail was returned to the manufacturer for analysis. Upon receipt, it was discovered that one fuse within the system was open and that one fuse was functional. The suspect fuse was replaced in the system and the device was then found to be fully functional with no problem found.